Event description:
The pt stated, that she received an 04 (occlusion) error on her infusion device and she then noticed, that her infusion tubing had separated near the luer connection. Her blood glucose was elevated to 389 mg/dl. No symptoms were reported. The pt changed her infusion tubing and bolused to lower her blood glucose to 106 mg/dl. The pt stated that, a normal blood glucose reading for her would be under 200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.